Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a cc4204a lens, +20.0 diopter, was damaged while the surgeon was loading it on (B)(6) 2017. Attempts at obtaining additional information have been unsuccessful.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: the report indicated that a cc4204a lens, +20.0 diopter, was damaged during "unloading" on (B)(6) 2017. Attempts at obtaining additional clarifying information have been unsuccessful. Claim # (B)(4).